Manufacturer narrative:
Corrected data: g1. Additional data: h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that the tip of a cascadia an lordotic-oblique inserter fractured intra-operatively. The procedure was completed successfully with a 5 minute surgical delay and no adverse consequence to the patient.